Event description:
Allegedly, an effort was made to remove the neck but it did not come out with our extraction. The head came off prior to attempting to remove the neck. Our shell came out by hand. A revision shell from stryker was used to replace our shell. A sleeve of ours along with our 44 head was also implanted. Elevated cobalt levels, pain, bone scan could not rule out cup loosening.